Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the investigation has been completed.

Event description:
The customer reported the device will not turn on. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/10/2013 to the present date 11/17/2020 and confirmed that this device was previously returned for servicing 3 times device had no similar service repair history. And there were no production failures indicated on the source device.

Event description:
The customer reported the device will not turn on. It was reported there was no patient involvement.